Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The field service engineer (fse) inspected the instrument and observed that the valve, bypass, dispense manifold was leaking fluid. The part was replaced which resolved the issue. Additionally, he replaced two of the pre-trigger valve(s) and performed dispense tests which passed successfully. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the tracking and trending of the valve, bypass, dispense manifold did not identify any trends associated with the complaint issue. A review of tracking and trending for the alinity I did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the valve, bypass, dispense manifold was identified.

Event description:
The customer observed a falsely depressed alinity I stat ck-mb result for one sample that was questioned by the physician. The following data was provided: initial result was <0.3 ng/ml, repeat = 83.7 ng/ml no impact to patient management was reported.